Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant removed and replaced due to a frozen pump. It was noted that the patient had scar tissue. Once freed from scar tissue, the pump was working appropriately. It was indicated the patient had never cycled the implant after being implanted. Additionally, the implant tips did not come to the glans so replaced to change sizing.